Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered restock errors. A technical support specialist (tss) remotely accessed the system and found that the cubie intended for ejection was reading incorrectly. The tss ended the application via task manager and restarted it. Once the application was back online, the tss had the customer log back in and attempt the restock again. However, the items were labeled incorrectly, so the customer returned them to the pharmacy. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, medication label was mislabeled, and cubie was failed to eject during restocking. The customer stated that items are labelled wrong. There were no adverse events or injuries reported based on this event.